Event description:
It was reported that white dust was observed on the sterile packaging of an implant. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h6. Visual evaluation of the provided photos and returned product identified a white, powdery substance on the tpu blue pouch. Sterility is considered not breached. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided for review. The root cause of the reported event can be attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.